Event description:
It was reported that the customer was hospitalized for high blood glucose levels and ketones. Customer was treated with saline, insulin injections, and medication for vomiting and nausea.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.